Event description:
Caller reported that a pump malfunction occurred without any notable preceding events. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which corrected the issue, and the customer was advised to continue using the pump. The caller was informed to get back in contact if the malfunction recurred.